Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 53mm abdominal aortic aneurysm. It was reported that the patient presented with discomfort in the left foot at follow up 10 days post procedure and it was diagnosed that the patient had an occlusion present in the endurant limb (etlw1613c156ej). An emergency thrombectomy procedure was carried out and a plain old balloon angioplasty with percutaneous transluminal angioplasty balloon was performed and a bare metal stent implanted at the occlusion site. Once blood flow was confirmed the procedure was completed. As per the physician, the cause of the event was due to the morphology of the patient¿s vessel. A 13mm device was placed in an 8mm diameter vessel and so the stent graft was oversized for the vessel diameter. It was reported that patency was visually confirmed by fluoroscopy during the index procedure however it appears that the vessel was not patent. No additional clinical sequelae were reported and the patient is fine.